Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The reported event was unable to be confirmed. As the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. Review of DHR revealed no indication that a manufacturing non-conformance contributed to the event a detailed root cause analysis for similar returned complaints has been summarized in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. As mentioned in the complaint description, ¿the balloon ruptured at end of deployment. A lot of calcium was noted in stj¿. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Available information therefore suggests that patient factors (stj calcification) likely contributed to the complaint event. The technical summary is applicable to this complaint because calcification was present in the landing zone and could have caused the balloon to burst. As such, further engineering evaluation is not required. Since no edwards defect was identified in the evaluation, no corrective or preventative action, nor product risk assessment is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
As reported by an edwards field clinical specialist, during a transfemoral tavr case, the balloon ruptured at the end of deployment. Significant calcium was noted in stj, and the surgeon believed this was the cause of the balloon rupture. Valve was fully inflated with nominal volume and no additional action was needed. A bav was not used. There was no patient injury and no missing pieces of the balloon.  The device is not available for return.